Event description:
It was observed that during the device evaluation, the uretero-reno fiberscope exhibited a stretched/bulging bending section cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely deformation led to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Updated fields: h2, h4 this supplemental report is being submitted to provide the manufacturing date.

Event description:
No additional information received from the customer.